Manufacturer narrative:
The device was manufactured september 7, 2017 - september 8, 2017. The device was received for evaluation. Visual inspection verified that the bladder was ruptured. Microscopic inspection did not reveal any signs of abnormality which may have caused the device to rupture. The cause of the rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling with an unspecified drug. The drug was filled slowly using a syringe. There was no patient involvement. No additional information is available.